Event description:
A pump memory error was reported; it had occurred during an update or interrogation. The pump was programmed to stopped mode; the telemetry report indicated a pump memory alarm was occurring. Healthcare provider (hcp) programmed the pump out of stopped pump mode and confirmed all settings on the pump including calibration constant; was able to update and resolve the issue. It was further noted that emi (electromagnetic interference) was suspected for the telemetry interruption along with pump memory error.

Manufacturer narrative:
Catheter model: 8711, lot# j10878r35, implanted: 2002-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).